Event description:
Lap appy - "clips fired were loose and falling off duct and artery."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of the investigation.